Event description:
Information received indicates the left head side rail would not lock in the upright position.

Manufacturer narrative:
The technician found the siderail latch was dirty, preventing the siderail from locking. He cleaned and lubricated the siderail latch mechanism to repair the bed.